Manufacturer narrative:
Investigation results: a visual inspection was performed. A carbon trace was found in the insulation of the bottom blade indicating arcing did occur. A continuity check detected a short circuit. The short is at the blades where arcing occurred. The complaint is confirmed.

Event description:
The hospital reported that during an endo-radial procedure, the arcing could be seen from the scissors to the patient. No visible burns were observed on the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. On in 2004, failure analysis detected short circuit on the device. This is a reportable malfunction.